Manufacturer narrative:
Manufacturer narrative: h3: customer report of paravalvular leak was unable to be confirmed through visual evaluation. X-ray demonstrated wireform intact and frame expanded. Moderate host tissue overgrowth was observed on the valve frame and stent. All three leaflets were thickened and swollen at the free margins near the commissures 2 and 3. Sewing ring cloth had multiple cuts around the valve. No other visible inconsistencies were observed on the valve.

Event description:
Edwards japan received information that a patient with a 21mm 8300abj aortic valve was explanted due to moderate paravalvular leak (pvl) after an implant duration of (B)(6). The patient presented with congestive heart failure and chest pain. The explanted device was replaced with a 23mm 11500aj valve with no patient adverse event reported. A concomitant mitral valve replacement was performed for moderate mitral regurgitation. The patient's outcome was reported as recovering. Per the reported information, no intraoperative attempt to treat the pvl was made during the device implantation. Approximately one year and five months echo showed worsening aortic regurgitation originating from the rcc-ncc commissure. The surgeon considered that the hypertrophic aortic-mitral curtain might have contributed to the event. Per internal imaging evaluation, from tte taken on (B)(6) 2023 to (B)(6) 2026, there appears to be both progressive worsening of that pvl and apparent resolution of a smaller anterior pvl (located close to the commissural post between the leaflets in the right coronary and left coronary positions).

Manufacturer narrative:
Updated sections: g3, g6, h2, h6 type of investigation, investigation findings, and investigation conclusions. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The complaint is unable to be confirmed based on the evaluation of the returned device. There is no evidence to suggest an edwards manufacturing defect. Root cause analysis: per the event description, edwards received information that a patient with a 21mm 8300abj aortic valve was explanted due to moderate paravalvular leak (pvl) after an implant duration of three (3) years and seven (7) months. The patient presented with congestive heart failure and chest pain. The explanted device was replaced with a 23mm 11500aj valve with no patient adverse event reported. A concomitant mitral valve replacement was performed for moderate mitral regurgitation. The patient's outcome was reported as "recovering". Per the reported information, no intraoperative attempt to treat the pvl was made during the device implantation. Approximately one year and five months echo showed worsening aortic regurgitation originating from the rcc-ncc commissure. The surgeon considered that the hypertrophic aortic-mitral curtain might have contributed to the event. Per internal imaging evaluation, from tte taken on 11/2023 to 1/2026 there appears to be both progressive worsening of that pvl and apparent resolution of a smaller anterior pvl (located close to the commissural post between the leaflets in the right coronary and left coronary positions). Per the product evaluation, x-ray demonstrated wireform intact and the frame to be expanded. Moderate host tissue overgrowth was observed on the valve frame and stent. All three leaflets were thickened and swollen at the free margins near the commissures 2 and 3. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Post-procedural - pvl: paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. In this case, it was reported that pvl was present during the device implantation and no intraoperative attempt to treat the pvl was made. Additionally, it was mentioned that the patient had a hypertrophic aortic-mitral curtain which may have induced stress along the valve ring, resulting in pvl. Based on the information available, patient factors (hypertrophic aortic-mitral curtain) contributed to the complaint event. Post-procedural - pannus: pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Event description:
Edwards japan received information that a patient with a 21mm 8300abj aortic valve was explanted due to moderate paravalvular leak (pvl) after an implant duration of three (3) years and seven (7) months. The patient presented with congestive heart failure and chest pain. The explanted device was replaced with a 21mm 11500aj valve with no patient adverse event reported. A concomitant mitral valve replacement was performed for moderate mitral regurgitation. The patient's outcome was reported as recovering. Per the reported information, no intraoperative attempt to treat the pvl was made during the device implantation. Approximately one year and five months echo showed worsening aortic regurgitation originating from the rcc-ncc commissure. The surgeon considered that the hypertrophic aortic-mitral curtain might have contributed to the event. The device was returned for evaluation. Echocardiography data and the echo report were provided by the surgeon for image evaluation.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.